Manufacturer narrative:
(B) (4). (B) (4). The incident patient return electrode was discarded and is not available for evaluation. Valleylab patient return electrodes are designed for use in traditional monopolar surgical procedures. The instructions for use warn against the use of these pads in non-traditional procedures that utilize high current, long duty cycles, or both (I. E. Tissue lesioning, tissue ablation, tissue vaporization, and all procedures in which conductive fluids are introduced into the surgical site). If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the day after a wpw (cardiac) ablation procedure, 3rd degree burns were found on the patient's lower right back. The patient was still in the hospital awaiting possible skin graft.